Manufacturer narrative:
This report is filed, (B)(4) 2016. The implanted device remains.

Event description:
It was reported, that the internal magnet may have migrated from its original position. The implanted device remains.